Event description:
It was reported that the t2 was not deployed successfully, the ts were removed from patient and no patient injuries were reported.

Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device returned. The complaint stated: "it was reported that the t2 was not deployed successfully, the ts were removed from patient and no patient injuries were reported. He has tried two times to deploy the device but did not successfully." The blue split cannula was not returned. The white depth limiter was returned and has been trimmed shorter than the blue inner sheath. T1, t2 and suture were not returned. The complaint indicated that the anchors were retrieved, but they were not present with the device. The manual advancement actuator lever was not quite fully positioned forward. The actuator was functional. No mechanical issue was found. There was no obvious damage or indication of aggressive use. No root cause related to the manufacture of the device was established. Root cause was not evident. There was no related complaint for this manufacturing lot.